Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 16.7ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d181227-2 only 2 pcs). The control solution tests for level low were 102 mg/dl, for level high were 279 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~300 mg/dl. One result was out of the acceptance range. And we found the desiccant color had changed. Because the desiccant color changed from patient's return strips, indicate the strips might get moisture. Patient used those strips to test blood might caused or contributed to higher readings. User storage or operation issue.

Event description:
Caller reported medical attention was sought on (B)(6) 2019 around 10:30am at the end-user's home. Caller stated that the end-user tested her blood sugar on her prodigy meter and received a result of 123 mg/dl. The end-user had taken the following medications that morning: lantus 55 units, pradaxa 75mg, hydralazine 25mg, rosuvastatin, and losartan. She then ate a parfait and had a coffee. Approximately an hour and a half later the caller stated that the end-user was not answering calls so when her daughter went over to her house she found her unresponsive and called paramedics. The paramedics arrived within 10 minutes and tested with their meter and got a result of 81 mg/dl. Paramedics gave her an oral glucose gel. The end-user was then transported to the ER by the paramedics. Caller does not recall what the end-users blood glucose was upon arriving at the hospital. Caller stated that the end-user was admitted to the hospital for 2 days for issues not related to her blood glucose. Caller stated that the hospital gave the end-user an EKG, cat scan and doppler test but she does not recall the results. End-user was told to start taking gabapentin as part of her discharge instructions. Her blood glucose prior to discharge was around 220mg/dl. The end-user was treated at st. Joseph's regional medical center located at 703 main st, paterson, nj 07503 (973) 754-2000. End -user is on a sliding scale that goes as follows: humalog: 201-250mg/dl: 2 units, 251- 300mg/dl: 3 unit,301-350mg/dl: 4 units, and 350mg/dl+ 5 units. Lantus: 55 units in the morning. No additional information was provided.